Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had multiple alarms on the insulin pump. Customer reported receiving a motion sensor test failure alarm, compromised force sensor system alarm and motor position encoder error alarm. Customer's blood glucose was unknown. The customer stated the drive support cap on the insulin pump appeared to be normal. It was also found the insulin pump had a blank display, but the customer declined to troubleshoot. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. No damage noted on the lcd isolation tape. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor. Unable to verify other alarms due to the motor error alarms. The pump had moisture damage on the motor and electronic assembly. The pump also had a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.